Manufacturer narrative:
(B)(4) : the customer reported that a monitor fell and was damaged. No pt harm was reported. Philips is reporting this event only because we cannot identify that a user dropped the monitor. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor fell and was damaged. No pt harm was reported.